Event description:
Event description boston scientific received information that at a device check with a trans telephonic monitoring, a magnet rate was unable to be established, and no pacemaker spikes were visible. The field representative then went to evaluate this home bound patient's device with the rn. The device checked out to be working properly, except that there was no magnet response. This was attempted with one magnet, and then 2 and 3 magnets stacked, and on it's side. The patient is pacemaker dependent and was pacing at the lower rate limit.